Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition, history such as driveline infection and positive blood cultures and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient was admitted on (B)(6) 2017 due to major infection. A surgical procedure that was a non-cardiac surgical procedure was performed. Exploratory lap for hemoperitoneum after needle biopsy was done. It was further stated that on (B)(6) 2017 the patient had an episode that resulted in re-operation and had transfusion of I unit of packed red blood cells for bleeding episode. It was stated that the source of bleeding was not identified. It was reported that the source of the bleeding was not device related and the patient was discharged on (B)(6) 2017. No additional information available